Event description:
Caller reported blood glucose results of 17 mg/dl, 31 mg/dl, and 75 mg/dl on compact plus system 1, 39 mg/dl and 72 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).